Event description:
Follow up information reported that cause of the spasms issue could not be determined. No interventions were performed and it was reported that the patient was doing well and receiving effective therapy. If additional information is received, a follow up report will be sent.

Event description:
The patient was implanted on (B)(6) 2013 and the implantable neurostimulator (ins) was charged to 75%. It was stated that the ins had discharged. The patient charged for 2 hours, but they had difficulty getting more than 2 coupling bars due to swelling and bandages. One week later, it was reported that the patient was instructed to start charging on (B)(6) 2013. Two weeks later, it was reported that the patient was able to fully charge the ins and was receiving therapy. Additional information received reported that the patient had been having spasms in her lower right lumbar for ¿at least 3-4 days.¿ the patient stated that as a result, she was hardly able to move on the day of this report and was ¿making noises.¿ the patient stated that the spasms began about five days prior because she had been holding the recharge antenna ¿in a certain way for so long.¿ the patient stated that previously the stimulator had not been taking a charge and her charger had gone out, but that issue had been resolved by the manufacturing representative. It was noted that the patient experienced a loss of therapeutic effect. The patient was reportedly told to ¿take a holiday¿ from using the stimulator, but had turned it on ¿real low¿ on the night prior to this report due to a backache. The manufacturing representative reportedly did not think that the spasms were related to the stimulator. It was noted that the patient had been prescribed ¿quite a bit¿ of valium. It was also noted that the patient planned to have an x-ray taken.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID neu_recharger_acc, product type recharger. (B)(4).